Event description:
Pt receiving electrical stimulation in outpatient physical therapy dept. Pt was attached to the machine, via electrodes, and the machine was powered up. During the "power-up" phase, the pt received a shock which caused significant pain. The extremity was "iced down" and the pt went to her orthopaedic physician who referred her for treatment.